Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the root cause cannot be determined. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The labeling review found the labeling adequate for the potential user error in this complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported an alarm (check heater line) on the homechoice (hc) during fill 1. The home patient (hp) stated there were large air bubbles in the patient line. The technical service representative (tsr) assisted with ending therapy. The hp will start over with new supplies. Product surveillance contacted the hp on (B)(6) 2011 regarding the air bubbles in the patient line. Per the hp, she was not sure why she had air in the line. The hp had discussed the air in the line with her nurse. The hp started over with new supplies and resumed therapy without any problems. No patient injury or medical intervention was reported.